Manufacturer narrative:
One cardiomems power supply cord model cm1110 was received for investigation. Visual inspections of the power supply revealed no discrepancies or discernible damage. The returned power supply, along with a golden power cord (testing cable), was used to perform power on/off testing with the golden testing unit. The reported event of exposed wires coming from the power supply was unconfirmed. There were no frayed and/or signs of exposed wires located on the power supply. The power cord (model cm3040) was not returned with the power supply so no investigation of cm3040 could be performed.

Event description:
The patient reported exposed wires of the power supply cable. The power supply was replaced and there were no adverse consequences reported by the patient.